Event description:
It was reported that during use catheter is kinking with a bd arterial cannula. The following information was provided by the initial reporter: on nov 13., they removed a catheter placed the day before, and noticed a very clear kink on the catheter. Last weekend they removed a catheter that had been in place for 4 days, same thing, clearly kinked. They were both well fixated/taped, but it seem they at least one of them have "twisted" a bit. No bleeding at removal, and it was removed very carefully, and did not break at removal. No consequences for any of the patients, but it looks as if the catheters are just about to break when removed and they are clearly worried as a break of would mean huge consequences for the patients. No consequences for any of the patients, but it looks as if the catheters are just about to break when removed and they are clearly worried as a break of would mean huge consequences for the patients.

Manufacturer narrative:
Investigation: two samples were received by our quality team for investigation. Upon visual inspection there was a kink/bend in both samples; therefore, the incident can be verified. A device history record could not be evaluated as the lot number is unknown. The machine parts that come in contact with the catheter tubing during manufacturing have round flat surfaces with no sharp edges that could have made a kink or bend in the tubing. The location of the kind/bend also does not coincide with the location of where the machine comes in contact with it. There is also a visual inspection machine that would have rejected the product if there would have been a kink or bend in the tubing. Based on the investigation a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use catheter is kinking with a bd arterial cannula. The following information was provided by the initial reporter: on nov 13., they removed a catheter placed the day before, and noticed a very clear kink on the catheter. Last weekend they removed a catheter that had been in place for 4 days, same thing, clearly kinked. They were both well fixated/taped, but it seem they at least one of them have "twisted" a bit. No bleeding at removal, and it was removed very carefully, and did not break at removal. No consequences for any of the patients, but it looks as if the catheters are just about to break when removed and they are clearly worried as a break of would mean huge consequences for the patients. No consequences for any of the patients, but it looks as if the catheters are just about to break when removed and they are clearly worried as a break of would mean huge consequences for the patients.